Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and mildly calcified below of the knee vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advance for dilatation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with different device. There were no patient complications reported, and the patient was in good condition after the procedure.